Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm was received. The customer's blood glucose (bg) level was 182mg/dl. A system check was performed and the pump performed as intended. The customer declined to remove their infusion set site to inspect the cannula and stated that they did not believe it was damaged. The customer reconnected their infusion set tubing to the same site and resumed insulin deliveries. The customer's bg level decreased after resuming deliveries.